Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the bravo capsule failed to detach from delivery device, no harm was caused to the patient and a repeat procedure was not performed. It was reported no intervention was necessary to correct an injury and nothing unusual about the patient or the procedure which led to the incident. Prior to the procedure an endoscopy was performed and the esophagus appeared to be normal. The physician has been performing the bravo procedure for more than 8 years, and was trained by a given representative. The delivery system and the capsule is expected to be returned for evaluation. The physician is not clear to what caused the failure to attach.